Manufacturer narrative:
Related manufacturer report number for previous driveline repair: 2916596-2018-03848. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an increasing number of low speed drops, pump offs, and low flow events. Log file analysis captured a few low speed and pump off events on (B)(6) 2023 at 15:30 on battery power, at 18:15, 19:42, and 20:01 on the mobile power unit (mpu). The patient had a driveline repair previously, and there was no space for another repair event. Per images, there were no obvious areas of shield breakdown internally or externally. The patient underwent a heartmate 2 to heartmate 3 pump exchange on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , confirmed driveline (dl) wire damage that could have contributed to the low speed and pump stop events captured in the submitted log file. The submitted log file revealed transient low speed and pump stop events which occurred on 12apr2023 while the patient was being supported by either battery power or the mobile power unit. Based on previous complaint history, the events appeared consistent with potential driveline wire compromise. (B)(6) was returned assembled with the dl severed approximately 3¿ from the pump housing. A distal portion of the dl was returned, measuring approximately 14.5". The remainder of the dl was not returned. The sealed inflow cannula (inlet tube, flex section, inlet elbow) was returned assembled and attached to the pump's inlet port. The apical sewing ring was not returned with the device. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed near its hardware and was returned attached to the outlet elbow. A distal portion of the severed graft material was also returned. The sealed outflow graft bend relief was returned detached from the device. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. During inspection there were incidental findings. It was observed that a large section of the protective spiral wrap surrounding the interior electrical leads had cracked, and manipulation of the leads during disassembly caused several of the cracked pieces of the wrap to break off and accumulate in the outlet housing. The electrical lead connections to the terminals of the motor capsule were properly soldered and encapsulated in silicone; however, two of the pins for the three motor phases appeared to be corroded. The dl was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires revealed insulation breaches on the black, brown, green, yellow, and orange wires of the 14.5" portion, approximately 8" and 9" from its proximal end. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the dl and abrasion against the metal shield. The returned portions of the dl were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. The pump was reassembled and functionally tested under normal operating conditions using a test distal end dl segment and a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. If the exposed conductors of the black, brown, green, yellow, and orange wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting of short-to-ground would have resulted in the low speed and pump stoppage events confirmed through the submitted log file. Additionally, these events would have occurred if the exposed conductors of two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Additionally, this section outline indications of driveline damage as well as the how to respond to such events. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and driveline fault alarms) and the appropriate actions associated with them. The heartmate ii patient handbook,is also available. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which outlines indications of driveline damage as well as the how to respond to such events. This section states that despite care, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. This document also discusses how to prevent damage to the driveline and instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.